Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. According to the physician, the patient was seen (B)(6) 2013 and reported irritation during urination. Upon examination, the physician was not able to find a cause. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.